Manufacturer narrative:
Eval anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the pressure module did not function as expected. The user changed out the transducer and it did not resolve the issue. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.